Event description:
It has been reported to philips that the system did not boot up successfully as the counter got stuck when reaching 00:00. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
20-feb-2024 final report: philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer, who reported lateral pc hardware was failing and was causing the system to not boot up to application mode. Review of the system log file showed that the lateral ip-pc¿ malfunction starting from 07:01:39. Malfunction is confirmed, the cause of the issue is ¿lateral ip-pc memory 1¿. Fse visited onsite and confirmed the reported issue. Fse found that ipcc had an internal ram error causing the system not to boot up and turn over into application mode. To resolve the issue, fse replaced ippc and system was returned to use in good working order.